Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the patient had not received any benefit with his vibrant soundbridge anymore, therefore he was re-implanted on (B)(6) 2013 with a ci.